Event description:
Patient underwent ablation upon removal of the sheath from the vein the sheath broke off. This required an interventionalist to snare the particle that broke off in the artery and retrieve the sheath. The sheath was retrieved intact. FDA safety report ID# (B)(4).